Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a correlation between the device and the reported gi bleeding could not be conclusively determined through this evaluation. The account reported the the patient exprienced low flow alarms. Log file evaluation showed multiple low flow faults and hazard alarms occurring on (B)(6) 2019 between 6:22am and 2:12pm. The low flow faults and hazard alarms were due to the estimated flow falling below the low flow threshold of 2.5lpm. Despite the low flows, the system operated at or above the low speed limit for the duration of the log file. The account reported the patient was admitted on (B)(6) 2019 and gi bleeding was identified on (B)(6) 2019. The account reported the low flow was due to gi bleeding as confirmed by an egd. The bleeding was treated with a avm clip. The patient was discharged asymptomatic on (B)(6) 2019 on medication. The patient remains ongoing on vad support with no further related issues reported. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Bleeding is listed as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing persistent low flow alarms despite map control and hydration. The site communicated that the patient was admitted on (B)(6) 2019 for these persistent issues. On (B)(6) 2019 gastrointestinal bleeding was confirmed via esophagogastroduodenoscopy. A clip was applied to the arteriovenous malformation and the patient was discharged on (B)(6) 2019 on octreotide and doxycycline. The patient is currently asymptomatic and their hemoglobin is stable. No additional information was reported.